Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when surgeon was preloading an intraocular lens (iol) it was stiff. After lens was in the patient's eye, it was noted to have rough edges and a small flap of what was described as acrylic to the side of one of the haptics. The surgeon indicated that the lens was stable and not a visual concern for the patient. There was no harm associated with the report.

Manufacturer narrative:
The customer indicated the use of a viscoelastic, which is not qualified for the device used. The root cause may be related to a failure to follow the dfu. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).